Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. Preliminary analysis revealed device was programmed to vvi unipolar pacing. Further testing revealed that the no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that the patient felt "uncomfortable" and went into the hospital. The device was found to be one with a suspected performance issues. The device was removed and replaced. No patient complications have been reported as a result of this event.